Manufacturer narrative:
Information provided. The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was explanted due to the inability to charge the ipg. The patient was re-implanted and is reportedly doing well.

Event description:
A report was received that the patient's ipg was explanted due to the inability to charge the ipg. The patient was re-implanted and is reportedly doing well.